Event description:
It was reported the pt experienced unwanted rib and abdominal stimulation. Reprogramming was unable to resolve the issue. The pt had his entire scs system explanted. It was noted the device will not be returned to the manufacturer for analysis.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.